Manufacturer narrative:
The device was returned to olympus for evaluation of the reported issue. It was found that water tightness was lost due to deformation of the upward/downward knob. In addition to the foreign objects in the nozzle, other evaluation findings are as follows: the bending angle in the up direction did not meet the standard value due to wear of the angle wire; the adhesive on the bending section cover was chipped and cracked; the water removal ability did not meet the standard value due to clogging of the nozzle; the mouthpiece was loose; the universal cord was scratched and wrinkled; and there were scratches on the protector of the universal cord on the suction connector side and the control section side, the plastic distal end cover, and the connecting tube. The foreign material found has been attributed to insufficient cleaning. The customer provided the cleaning, disinfecting, and sterilization process as follows: it is unknown if the device was cleaned, disinfected, and sterilized before it was sent in for repair. The customer has no idea about the nature of the foreign material. There was no delay in the start of the precleaning and no abnormalities in the accessories used for reprocessing. It is unknown if the customer flushed the air/water nozzle with water and air, but they wiped/brushed the air/water nozzle with clean lint-free cloths, brush, or sponges. The customer also flushed the air/water nozzle channel with the detergent solution. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported that the colonovideoscope had an air leak from the operation unit. There was no report of patient harm. The device was returned, evaluated, and the nozzle was clogged with a foreign object. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
Per the customer¿s response, the reprocessing status was unable to be confirmed since information about it was unavailable. This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 11 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of foreign material clogging the nozzle could not be identified. The suggested event is detectable and preventable by handling the device in accordance with the following sections of the instructions for use: - instructions, operation manual for evis lucera gif/cf/pcf type 260 series chapter 3 ¿preparation and inspection¿ describes how to detect the subject event. - instructions, reprocessing manual for evis lucera gif/cf/pcf type 260 series chapter 3 ¿cleaning, disinfection, and sterilization procedures¿ describes how to prevent the subject event. Olympus will continue to monitor field performance for this device.